Event description:
The distributor contacted animas on (B)(6) 2015 alleging a prime (prime issue); load step malfunction. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/30/2015 with the following findings: loss of prime warnings were observed in the pump history. The pump was exercised for 24 hours with no errors, alarms or warnings. The force sensor was found to be detecting force correctly, indicating that the loss of prime alarms were triggered appropriately. The pump was found to be operating within specification.